Manufacturer narrative:
Additional manufacturer narrative: root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that while in the post-anesthesia care unit (pacu), the patient began experiencing abdominal pain and had a bloated abdomen. A CT scan showed a perforation posterior-laterally near the bladder dome. The patient was taken back into the operating room (or) and underwent an exploratory laparotomy procedure as well as a cystoscopy procedure. Under cystoscopy, the treating surgeon confirmed a bladder perforation approximately 2cm in size at about 2 o'clock on the posterior-lateral wall of the bladder, opposite to the bladder neck. The treating surgeon was unsure what caused the perforation. A foley balloon catheter was left in place for 3-4 weeks to allow the bladder to heal on its own. No surgical intervention was performed to repair the perforation as it was not intraperitoneal. No malfunction of the aquabeam robotic system was reported during this event.

Manufacturer narrative:
The aquabeam robotic system was not returned for investigation of this event and is currently in use at the user facility. The investigation consisted of a review of the information reported to procept, plus a review of the event log files, device history record (DHR), and labeling. A review of the device history record (DHR) ab2000-b rev. G/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o bladder perforation. The aquabeam robotic system was not returned for investigation of this complaint. The treating surgeon was unsure what caused the perforation. The aquabeam robotic system's IFU lists bladder perforation as a potential risk of the aquablation procedure. Based on the information obtained through the treating surgeon plus a review of the treatment log files, DHR and labeling the event is considered not device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.